Event description:
It was reported that the patient received an inappropriate shock for lead noise. Out of range pacing lead impedance was also noted. The lead was explanted. The patient was in good condition post-procedure.

Manufacturer narrative:
The partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.9-8.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 16.2-17.1cm, 18.1-18.2cm, 18.3-18.4cm, 30.4-30.5cm and from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 29.3-29.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 24.7-25.1cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shock.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.